Event description:
Boston scientific crm received information that this patient with a history of sudden bradycardia required the pacemaker's sudden bradycardia response (sbr) feature. She had fallen approximately one year ago and since then has been feeling light-headed and having trouble managing syncope. It was reported that the right atrial (ra) lead exhibited noise with pocket manipulation and the nurse noted capture issues upon lead assessment. A lead fracture was suspected and a ra lead revision procedure was scheduled for the near future. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.